Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown rejuvenate/abg ii stem. Additional information has been requested and if received will be provided in a supplemental report. Device remains implanted.

Event description:
Swelling and pain was reported in the right hip.

Manufacturer narrative:
An event regarding swelling and pain involving an unknown rejuvenate/ abgii modular device was reported. The event was confirmed. Device evaluation was not performed as no devices were received. Review of device history records could not be performed as the reported device was not properly identified. A search of the super and chs complaint databases could not be performed as the reported device was not properly identified. Similar events have occurred for the rejuvenate and abgii modular product families. These events were determined to be associated with ra 2012-067. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported swelling and pain is considered to be under the scope of this recall.

Event description:
Swelling and pain was reported in the right hip.